Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to get help with her insulin pump settings. The customer then stated she was hospitalized for low blood glucose that cause a seizure. No blood glucose reading was reported. The customer stated she is four months pregnant and stated her blood glucose levels have been fluctuating and therefore her basal rate settings will be adjusted by the medical doctor. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.